Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.